Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patient's device has fallen to the level of their breast. Patient's device was interrogated and diagnostics were noted to show no anomalies. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.